Event description:
It was reported by the customer that they were not able to access patient profiles to retrieve narcotics and non-narcotic meds on a pyxis medstation system es. The customer confirmed there was no delay as they were able to retrieve the needed medication from other devices. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was an interface delayed icon and noticed that hsv showing "patient information delayed" notices. The technical support specialist conducted a downtime query on the server and observed that the disconnected flag had been activated. Subsequently, he executed packages on the cce server in rss and performed another downtime query on the aio server to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient profiles were inaccessible due to critical override. A technical support specialist ran downtime query on all-in-one to resolve issue. The system functioned as intended.

Event description:
It was reported by the customer that they were not able to access patient profiles to retrieve narcotics and non-narcotic meds on a pyxis medstation system es. The customer confirmed there was no delay as they were able to retrieve the needed medication from other devices. There were no adverse events or injuries reported based on this incident.